Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on anterior, creases fold, and white calcification-like particles. Leak test and microscopic analysis were performed which identified a striated opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on anterior due to surgical damage consistent in the use of some surgical tools, and white calcification-like particles observed but not related to manufacturing.

Event description:
Healthcare professional additionally reported "calcifications on implant".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.